Event description:
The lead was not explanted as previously reported. The physician elected to increase followup schedule.

Event description:
It was reported that low sensing, high threshold and low lead impedance were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.